Manufacturer narrative:
Retainer ring = clear. A flashing white display was noted after battery installation. Unable to perform the displacement test due to the flashing white display. After visual inspection, there is corrosion in/around the following: battery compartment, battery board, terminal of the keypad flex cable; pcba1--j7, j6, da1, multiple components located on the top back side of the board, u2; pcba2--j1, terminal of the lcd flex cable. After plugging a known good pcba2 into the original pcba1, a flashing white display was noted after battery insertion. After plugging the original pcba2 into a known good pcba1, a flashing white display also was noted after battery installation. An attempt was made to clean off the corrosion around the pcba2 j1 connector using isopropyl alcohol. The unit powered up to a critical pump error (open book image) alarm. In summary, the flashing white display is primarily due to the corrosion on pcba1. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side, cracked keypad overlay, keypad overlay scratched, keypad overlay texture damage, keypad overlay peeling, scratched case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a cosmetic damage. Customer stated that reservoir had crack and there was damage on back side of the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.